Event description:
On 3/2/98 the account reported an erratic phenobarbital result of 28.5 mg/l which was run on the axsym analyzer. An alert or flag was not generated with the initial result to warn the user. According to the account, the sample was retested and a result of 58.3/58.7 mg/l was given. On 3/3/98 a customer service engineer checked the sample and noted that it was completely gelled and very sticky. No report of any injury due to the initial reported result.